Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. The physician reported that during a procedure with a synergy¿ stent a shaft break occurred. No patient complications were reported.